Event description:
The patient reported experiencing elevated blood glucose of 215-285 mg/dl in 2009. He stated that he was driving and at 11:55 am he was "mentally absent" and he caused an accident. His blood glucose was below 20 mg/dl. He ate glucose and drank juice. At 12:15 pm his blood glucose measured 58 mg/dl. The patient's physician believes the infusion device delivered unintended insulin. The patient's normal blood glucose level is 140 mg/dl. No further information is available. The patient disposed of the infusion device. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.